Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. The medical records allege that an ivc meridian filter was implanted in the infrarenal position because, after undergoing surgical repair of the knee and patella, the patient developed a dvt. After some time later they have planned to retrieve the filter since there is no risk associated with dvt/pe. A bard conical ivc retrieval device was used for retrieval and the filter partially collapsed into the sheath but was unable to be removed. Next, a nitinol loop-snare was used; the filter apex was partially embedded or strongly tilted to the medial wall. After numerous, exhaustive attempts, a decision was made to leave the filter in place. Approximately 2 months later, a second attempt for retrieval was performed. A venacavagram performed which demonstrated the ivc filter with mild posterior tilt. Several devices were used unsuccessfully however a 12f sheath with reverse curve catheter was used to successfully retrieve the filter. A single limb from the filter remained in the ivc wall. The investigation is confirmed for detachment, tilt and difficult to remove. As the limb detachment was not discovered prior to the second retrieval attempt, it is possible that user technique during removal, contributed to the limb detachment. Also, the filter tilt was reported in the midway during the first retrieval attempt, it is possible that user technique contributed to the tilted filter. However, based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly tilted and detached. The device was removed percutaneously. The malfunction involved a patient with no known impact to the patient. This information was received from one source. The patient was a (B)(6) year old male, weight was not provided.